Event description:
Reportedly, the surgeon fired the endo gia universal instrument with 60-3.5 roticulator sulu across the sigmoid colon and noticed a slight seepage of fluid. Next, the surgeon fired an eea (stealth), which pushed the mucosa up further and the procedure had to be converted to an open procedure by making a 6 to 8 inch incision to complete the case without incident. Procedure: lap sigmoid colectomy. Pt status: no pt injury reported.